Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 07 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing and short v-v intervals. It was also noted that noise was detected in both the bipolar and integrated bipolar sensing configurations and that the lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.